Manufacturer narrative:
B3: date of event, corrected data: the event date was known at the time of the initial report and was incorrect.

Event description:
It was reported that after the battery replacement high impedance was seen again as the issue had not resolved confirming a lead issue. No other relevant information has been received to date.

Event description:
It was reported that the patient was having a replacement surgery due to a failure to communicate with the generator caused by battery depletion. The generator was replaced with a new device and high impedance was observed on the patient's device. It was stated that the patient was scheduled for a full revision surgery due to the high impedance and to get the newest vns device. No surgical intervention is known to have occurred to date. No additional relevant information has been received to date.